Event description:
It was reported that there was a potential of the inserter on the device breaking during the procedure and potentially remains in the joint.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device broke during installation. Probable root cause: design inserter shaft and handle design/material too weak. Interface between anchor/guide too tight. Inserter shaft cannot bend around curved guide. Handle lid release force too low process. Inserter and/or guide manufactured out of specification. Anchor coating process out of specification application. Excessive force impacting anchor. Wrong guide selected for anchor. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of the inserter on the device breaking during the procedure and potentially remains in the joint.